Event description:
Customer's mother noticed that the infusion set needle broke off in the customer's body. The customer is a (B)(6) girl, piece of cannula was removed via tweezers. It was not made clear if the removal was performed by layperson or medical professional. No further treatment was reported. Device not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.